Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) requested the product back for investigation but has not received it to date. Investigation is still pending. A supplemental medwatch will be submitted as soon as further information becomes available.

Event description:
Veno-veno ecls support with quadroxid membrane oxygenator, status post lung tx. Blood tinged leak noted at gas outlet vent at base of oxygenator. Leak was blood tinged and persistent. The leak increased in blood and the perfusionist changed out the membrane oxygenator. Patient tolerated the change out procedure without any issues. (B)(4).

Manufacturer narrative:
The product was investigated in the laboratory of the manufacturer. It was tested for tightness and a leakage from the gas outlet could be confirmed. The gas side of the oxygenator was sawed. Delaminated fibers were detected which were causing the leakage. In total 26 fibers were found to be delaminated. Based on this the failure "leakage from gas outlet" could be confirmed. The CAPA (B)(4) owner was informed about the laboratory results in order to determine how the effectiveness phase of this CAPA is affected. The CAPA was closed as to be effective based on 12 months period under observation. During this timeframe all complaints received were out of production lot's which were produced before the correction of the manufacturing process took place. The investigation result out of this complaint shows for the first time the same malfunction as known out of CAPA (B)(4) of a product which was produced after the corrective action of the manufacturer process. According to the CAPA owner a reopening of the CAPA (B)(4) is not necessary at this time as the corrective actions were correct, the root cause is known and the complaint figures were decreasing rapidly. However, mcp will continue to monitor the complaint figures. In case a accumulation occurs, mcp will decide about additional investigation steps may be necessary. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).